Event description:
It was reported that on (B)(6) 2023 the patient was admitted to an outside hospital for nausea, vomiting, and hypotension after participating in cardiac rehab. In the emergency department the left ventricular assist device (lvad) was interrogated and showed an output of 2.9 lpm with a speed of 5900 rpm, a pulsatility index (pi) of 1.6, and a power of 3.6 w. Their mean arterial pressure via femoral a-line was 45mmhg. Interrogation of the patient¿s implantable cardiac resynchronization therapy defibrillator (crt-d) showed right ventricular sensing failure. A bedside echocardiogram showed severe biventricular systolic dysfunction and trace aortic insufficiency. The patient was intubated for altered mental status and transferred to their following hospital for further management. On arrival the patient was in distributive shock and severe metabolic acidosis with lactate climbing to more than 25 mmol/l, white blood cell count of 19.4 k/ul, hemoglobin of 13.6 g/dl, and platelets of 160/l. Nephrology was consulted due to the uptrending lactic acid despite bicarbonate, and it was noted that no urine was produced since admission to the intensive care unit (ICU). Continuous renal replacement therapy (crrt) was initiated for hypervolemia and severe metabolic acidosis. Vasopressors and inotropes were started for blood pressure and cardiac support. Blood cultures were taken and empiric antibiotics were started. The lvad was stable with flows at 4.1 lpm, pi of 2.2, power at 3.8 w, and speed at 5300 rpm. A bedside ultrasound demonstrated intra-abdominal fluid. A computed tomography (CT) scan of the abdomen found evidence of hypoperfusion, but no evidence of mesenteric ischemia. CT of the brain on (B)(6) 2023 found extensive multifocal infarct on the left greater than the right, which involved multiple vascular territories and was suspicious for global hypoxia/ischemia. The CT did not find any acute intracranial hemorrhage or herniation. Upon exam the patient was minimally responsive but did open their eyes to noxious stimuli with preserved pupillary constriction and absence of other brainstem reflexes. The family decided to place the patient on comfort care and the patient subsequently expired on (B)(6) 2023 at 17:41.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Hm3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure), infection, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.